Manufacturer narrative:
Lens returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a micl13.2, -4.5 diopter, implantable collamer lens, was implanted upside down in the patients right eye (od). The lens was removed and exchanged with the back up lens during the same surgery. There was no patient injury and it was reported that the cause of the event was unknown.

Manufacturer narrative:
Implanted upside down in the patient's left eye (os). It was reported that the cause of event was surgeon error. (B)(4)